Event description:
Abbott diabetes care received a medwatch report which reported issues with adc devices. Upon contact with the customer, they clarified the product issue as the following: the customer reported that 4 of their sensors detached within hours of application. There was no report of an adverse event occurring or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 3 additional devices were reported (all additional serial numbers are unknown) and all 4 sensors have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.